Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, noise resulting in oversensing was observed on the right atrial (ra) lead. During the revision procedure, lead insulation damage was identified. The physician alleged the lead damage was a result of clavicular crush. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.